Manufacturer narrative:
Evaluation results: (root cause could not be identified). Inherent risk of procedure (reaction). No results available since no evaluation performed (device or procedural images were not returned for review). Evaluation conclusions: inherent risk of procedure (reaction). Unable to confirm complaint (device or procedural images were not returned for review). (Root cause could not be identified). (B)(4).

Event description:
It is reported that patient received two resolute integrity otw drug eluting stents. Approximately 22 days post the procedure, the patient began to experience hives and itching on his body. It is reported that (B)(4) medication relieves the reaction. The patient was originally prescribed plavix but was then switched to brilinta medication. No other clinical sequelae have been reported.